Event description:
It was reported that during a procedure to treat a lesion in the iliac artery, a perforation occurred. The 3.0 x 16 mm graftmaster stent delivery system (sds) was advanced, but could not cross to the perforation due to resistance with the vessel. Prolonged balloon inflations were used to seal the perforation. The perforation was sealed; however, there was a loss of the side branch. It was noted that the profile of the device made advancement challenging. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The device is not returning. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.